Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen. It has been reported that readings were roughly 100 points apart. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available. There were no reported glucose values available to search within the parkes error grid calculator.